Event description:
The reason for call was not feeling stimulation in the back. Pt reported they used to feel stimulation on the lower back. Now pt felt it only in the legs and not on their back. Pt said they noticed it quite a while ago. Pt did not provide the event date. Pt then reported they sometimes turned off their stimulation because it was overstimulating pt's anxiety. Pt said they would say it had been overstimulating anxiety since implanted. Once in a great while pt would have a bad day and would need to get an anxiety under control and they would either turn it down or off. Pt said they turned it down now, their legs were vibrating. Pt also mentioned they had ablation done on their spine and pt was in such a pain. Pt called to ask for help with programming. Pt used their controller on the call. Pt had 3 groups available. Pt said in group a and b pt felt stim in lower back when they first go to the group. Pt felt a little bit on right side but the left side was the bad side. Pt increased on the call to 10.9 and said the legs were going wild. Pt then went to group c and felt stim going up the left leg to the hip but did not feel stim in the back. Pt was redirected to hcp. Pt did not remember who their managing hcp was. Provided the contact info a hcp. Pt also mentioned they broke their wrist.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.